Manufacturer narrative:
Based on the information originally provided that alleged the patient had a bleeding event, kci could not determine that the alleged event was related to the use of v.a.c.ulta¿ therapy system. Based on the additional information obtained on feb 15 2018, the nurse reported the patient had a bleeding event that resulted in the discontinuation of the device and surgery. Kci has deemed this event reportable based on the additional information received as it cannot be determined if the surgical debridement procedure and electro cautery completed on (B)(6) 2016 was done as a direct result of the alleged bleeding event or was completed as part of the standard of care practice for the patient's plan of care in order to ensure wound healing goals were met. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
The following information was reported to kci by the nurse: the patient's v.a.c.ulta¿ therapy system was placed on hold on (B)(6) 2016 due to an alleged bleeding event and was not restarted. On feb 15 2018, the following information was reported to kci by the nurse: the report was submitted to notify kci that the billing stop date needed to be changed to (B)(6) 2016 due to the patient having bleeding and the v.a.c.ulta¿ therapy system was discontinued on that date. She also stated, the patient had the initial placement of the device on (B)(6) 2016 and a few hours later the nursing staff found that the patient had about 250 to 500 cc¿s of blood in the canister, dressing and tubing. The nursing staff applied manual pressure and a compression dressing was used to stop the bleeding. The patient went to surgery the next day to resolve the event. The patient had no further bleeding events and made a full recovery. On feb 20 2018, kci received clinical notes from the nurse, which stated: on (B)(6) 2016, the wound care nurse was called to reassess the v.a.c.® dressing and found that the patient was bleeding through the dressing. There was about 250 cc's of red blood in canister and another 250 cc¿s on the bed. The v.a.c.® dressing was removed and a "trickle" of blood from under the lateral foot was observed. Manual direct pressure was applied for 10 minutes, but bleeding was still observed. The nurse then applied a non-kci product gelfoam® to the wound to resolve bleeding. The wound was then packed with saline moistened gauze, covered with abd pads and a roll of gauze. The entire alternate dressing was then covered with an ace wrap. The podiatrist was notified by the patient's floor nurse who was instructed to check the alternate dressing for break through bleeding through the night and the wound care nurse would reevaluate the wound in the am. Clinical note dated (B)(6) 2016, reported that the physician was contacted and gave orders to hold the v.a.c.® dressing as patient was going for surgery on (B)(6) 2016. There was no observed bleeding reported at the time of wound reevaluation. Wound progress notes dated (B)(6) 2016 reported the right foot wound had no more bleeding and an oil emulsive non-adhering dressing was used to protect exposed bone, tendon and previous bleeding site. The v.a.c.® dressing was placed as ordered with a good seal obtained and the patient tolerated the procedure well. There were no further reports of any bleeding events and the patient remained on v.a.c.® therapy until discharge on (B)(6) 2016. On feb 21 2018, kci received the physician¿s operative report from the nurse, which stated: on (B)(6) 2016, a (B)(6) diabetic male patient was to undergo a third debridement surgery on his right heal and ankle as he had refused multiple hyperbaric treatments due to prolonged nausea. The patient understood that the prognosis for limb salvage remained poor. The pre- and postoperative diagnosis(es) reported osteomyelitis, peripheral vascular disease to an open wound to the right foot. The procedure description noted that the foot was examined prior to the procedure and there appeared to be some flap necrosis, minimal bleeding with some granulation and fibrinous tissue observed. All of this was debrided from the soft tissue and all "bleeders" were ligated with electro cautery. The patient tolerated the procedure well, was placed on an alternate dressing, and transferred to the recovery room in stable condition. The physician¿s operative findings stated that there was mild bleeding noted upon debridement, but there was also less than optimal bleeding noted upon debridement and the plantar skin flap remained questionable as there appeared to be some flap necrosis observed prior to the surgical procedure. On may 17 2016, the device passed quality control (qc) checks and met specifications before placement with the patient. On (B)(6) 2016, the device was placed with the patient. On jun 12 2016, the device was tested by kci field services per qc procedures and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.